Event description:
Same case as MFR report #: 2134265-2014-07652. It was reported that stent damage occurred. The patient presented with st-elevation myocardial infarction (stemi). The target lesion was located in the proximal right coronary artery (rca). A 4f runway guide catheter was placed. After an unspecified guide wire crossed the lesion, a 2.0x12mm emerge balloon catheter was used for predilation. Then a 2.25mm x 32mm promus premier¿ stent was advanced but was unable to cross the lesion so a 2.5x15mm emerge balloon catheter was used predilate the lesion again. A 2.25mm x 16mm promus premier¿ stent was advanced and successfully crossed the lesion. The patient then went into atrial fibrillation. Cardiac defibrillation was performed and atrial fibrillation was converted to normal sinus rhythm. The physician felt that atrial fibrillation was caused by ischemia from the stemi. While the patient was in atrial fibrillation, the guide catheter was removed from the ostium of the rca so the guide catheter was advanced over the guide wire. Angiography was done to check the position and it revealed that there was a dissection at the ostium of the aorta. It was also noted that the proximal struts of the 2.25mm x 16mm promus premier¿ stent was flared. No additional angiography were taken. All devices were removed from the vessel and the procedure was not completed. No further patient complications were reported. The patient left the cardiac catheterization laboratory in a stable condition and the patient's status was good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).